Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (endoleak, inaccurate stent graft delivery). (Irregular aortic neck). (C-arm moved during implant).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The aortic neck was 3 cm in total length. The first 1 cm was 23 mm in diameter, the second cm was 26 ¿ 27 mm in diameter and the third cm is where the neck went into the aneurysm. It was reported that the c-arm moved during the procedure and the stent graft as deployed 1 cm lower than intended and landed in the area where there was a bulge in the aortic neck which resulted in a proximal type I endoleak present. A 28 mm diameter endurant aortic cuff was implanted proximal to the bifurcated stent graft to cover the proximal 1 cm of the aortic neck and this successfully resolved the type I endoleak. No additional clinical sequelae were reported and the patient is fine.